Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to high rv pacing impedance current measurement at >3000 ohms. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 57cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed that the distal end region of the returned fragment was covered in fibriotic growth. Calcifications are known to cause high impedances and is thus assumed to be the root cause of the reported high pacing impedance. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.